Manufacturer narrative:
The returned device was evaluated. During this testing the unit had no audio output measurement of the speaker found a open in the speaker. The speaker was replaced and the unit functioned as designed. A service history record review reveals that this unit was in the field for three (3) years with no previous reported issues prior to this reported event.

Event description:
It was reported by the customer that no sound could be heard from the unit when an alarm condition was triggered or during power-on. The customer states he tried turning the volume up but that did not work. The unit will engage in monitoring. There is no known patient impact or consequences.